Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "wrippling, capsular contracture (grade unknown), silicone bleeding, lymph nodes suspected to be filled with silicone after a biopsy performed" and "anxiety."

Event description:
Patient representative reported patient experienced "wrippling, capsular contracture (grade unknown), silicone bleeding, lymph nodes suspected to be filled with silicone after a biopsy performed" and "anxiety." Patient representative also reported patient experienced "joint and muscle pain, migraine, dry eyes and cardiac arrhythmia;" these events are not related to the device. The device was explanted. This record is for the left side.